Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that since their most recent cardiac resynchronization therapy defibrillator (crt-d) was implanted they had atrial fibrillation (af) which "stayed there" until they had a cardioversion which seemed to have helped. The patient also reported that their heart rate goes up dramatically within seconds when traveling in their car, and sometimes their heart rate jumps up with little movement but when they exercise with their arms only it does not happen. The crt-d remains in use. No further patient complications have been reported as a result of this event.